Event description:
A customer contacted beckman coulter inc. (Bci) reporting a burning smell. No injury was reported. The instrument has the appropriate safety ratings

Manufacturer narrative:
A field service engineer (fse) was dispatched and determined that the smell was caused by an overstressed board component. No other damage to the instrument was noted at the time of inspection. The instrument was verified to be operational.